Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complainant, during preparation, the handle did not work. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on september 27, 2016. It was reported to boston scientific corporation a speedband superview super 7 device was used in the duodenum during an elastic ligature of the esophagus procedure performed on (B)(6) 2016. According to the complainant, during preparation, the physician was unable to deploy the bands.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complainant, during preparation, the handle did not work. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The velcro strap and ligator head were returned and the irrigation catheter did not present any visible issues. A visual examination of the ligator head found 6 bands present. The ligator head teeth were damaged and the suture was broken. The trip wire was caught between the spool and handle bracket. The handle spring was damaged which caused the spring to damage the spool as the handle was forcefully rotated. The crimp was present on the trip wire. The trip wire was bent in several locations and was partially rolled in the handle. There is no evidence that the trip was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was not be performed. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as per dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event, also this condition could have caused the tripwire getting caught between the spool and handle bracket, consequently causing the damages found on the device during the handle spool rotation. Therefore, the most probably root cause of the event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complainant, during preparation, the handle did not work. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on september 27, 2016. It was reported to boston scientific corporation a speedband superview super 7 device was used in the duodenum during an elastic ligature of the esophagus procedure performed on (B)(6) 2016. According to the complainant, during preparation, the physician was unable to deploy the bands.